Event description:
At the end of a iliac crest procedure, during the sample removal, the needle broke and stayed in the bone. Broken needle piece remains in the pt. Pt was informed.

Manufacturer narrative:
Unfortunately, there is no sample for evaluation, therefore, we are unable to determine the exact cause for the issue reported. Device history record was reviewed and no issues were detected. If the user maintains a 20 degrees insertion angle that the directions for use recommends, there is less possibility that the needle could be bent or broken.